Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the endoeye telescope went dark during the procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found that the video cable was broken causing the image to not be displayed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d5, d8, d9, e1, e2, e3, and g2. Additional information added to field: h3, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The screen was not working. Based on the results of the investigation, it is likely a faulty cable contributed to the reported event. The cause of the faulty cable was attributed to wear. Olympus will continue to monitor field performance for this device.